Event description:
Report received from (B)(6) stating that the device had a problem with noise. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional info provided. The date of the event is unk.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the locking mechanism was damaged, the motor swivel would rotate 360 degrees, the unit was loud, exceeded temperature requirements, and had been immersed. The condition of the motor was indicative of improper cleaning, maintenance, and misuse/abuse of the device. If additional info is received, a supplemental report will be sent. (B)(4).